Manufacturer narrative:
Device analysis report attached. This report is submitted on july 2, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to non-auditory sensations and poor device performance since activation. It is unknwon if there are plans to re-implant the patient with a new device as of the date of this report.